Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster60g; cat#702-04-60g ; lot# 87462001a; 6.5mm low profile hex screw 45mm; cat# 7030-6545; lot# 5hg; delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot#91320401; high insignia collared hip stem; cat#7000-6606; lot#92303702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "I&d and head/liner swap performed. Pt. Presented with an oozing surgical-wound. Dr. Performed an I&d of all layers of the surgical wound down to the hip joint. He swapped out the head and liner components as well, as part of his I&d protocol." Spoke to rep. Surgeon suspected infection. Rep provided primary and revision usage and confirmed that no further information will be released by the hospital or surgeon.